Event description:
A level-1 fluid warmer was used to administer blood to a patient in the emergency department. During the infusion of the fourth unit of blood (the infusion was at a constant pressure of 300 mm/hg pressure), the disposable normothermic IV administration set tubing burst and blood sprayed out-there was no blood exposure for the staff or patient. The tubing was retained and the sales representative was notified of this occurrence and was instructed to pick up the tubing.there is no adverse outcome to staff or patient. Nurse involved does not recall specific details such as patient's IV site location, etc.